Event description:
The customer reported approximately two (2) milliliters of clear fluid leaked on the right side door and onto the counter top involving coulter lh 500 hematology analyzer. The customer alleged all the tubing was wet and the fluid leaked outside the instrument. The customer had on unspecified personal protective equipment (ppe) during the event. Quality control (qc) recovered within the acceptable range. No erroneous results were generated. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control plan in place. The customer discontinued use of the instrument. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the tubing leaked at line vl49 due to normal wear and replaced the tubing to resolve the issue. The fse noted it was diluent and cleaned up the fluid under instrument. The fse indicated the fluid leak did not extend beyond the footprint of the instrument. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).